Event description:
It was reported the patient had her lead revised because it was causing pain between the shoulder blades. The lead was moved lower and worked better. The patient was informed by the manufacturer representative that she had an additional lead that had not been activated. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3776-45, lot# serial# (B)(4), implanted: 2010-(B)(6), explanted: product typ lead product ID 3776-45, lot# serial# (B)(4), implanted: 2010-(B)(6), explanted: product typ lead product ID 37752, lot# serial# (B)(4), product typ recharger product ID 37743, lot# serial# (B)(4), product typ programmer, patient product ID 3708140, serial# (B)(4), implanted: 2010-09(B)(6), product typ extension product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), explanted: product typ extension. (B)(4).

Event description:
Additional information received reported that the patient wanted better coverage as her original cervical placement did not cover her shoulder area. One of her cervical leads was pulled down and re-anchored at a lower position as the physician felt this was the best option due to the patient's failing health. The patient did not experience any issues with her stimulation and was programmed prior to leaving the surgery center. Following the surgery she was doing much better with her coverage.